Event description:
It was reported that during a left hemi-colectomy, the pt had a post op bleed and was brought back to the or and had a laparotomy. The surgeon noticed an arterial bleed and two clips were on the pelvic floor.